Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Procedural errors were noted during troubleshooting that may have contributed to the erroneous result. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported 1 false negative sofia sars result for 1 patient. It is unknown whether the patient was asymptomatic or symptomatic. The customer communicated that the result was confirmed positive through pcr testing.